Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l6 devices that were shipped to the site, lot numbers 32201, 32211, 32240, 32243, 32246, 32647, 32673, 32690, 32731, 32802, 32828, 32861, 32881, 32884, 32906, and 32933, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating a female pt, who presented with a calcified thrombus occlusion in the middle cerebral artery (mca). According to the physician, the pt had nihss score >25 (i.e., severe stroke) and "bad" (i.e., diseased) arteries. The physician was able to remove some clot, but the vessel was very hard to open. On the 3rd or 4th retrieval attempt with a second retriever l6, the physician noticed that the retriever l6 came out of the microcatheter in a "ball" shape with its loops apparently prolapsed. During the 3rd or 4th pass, the pt's mca vessel perforated and bled. The physician inflated the guide catheter balloon (located proximal to the mca) for up to 4-5 minutes to stop the bleeding. The physician felt that the calcified thrombus contributed to the perforation. The pt subsequently expired.